Event description:
The patient has two leads implanted with the same lot number. It was reported the patient experienced an extended surgical procedure due to invalid impedance results on one lead. The physician removed the lead and replaced it with a new one. The second lead returned normal results.

Manufacturer narrative:
Evaluation results: the complaint was confirmed. The lead was returned with a separation between the eighth terminal electrode and the spacer. Continuity tested revealed an intermittent electrical open on channel 8. Stress testing showed the open to be isolated to the terminal end. Since visual inspection revealed no broken wires on the lead body, the electrical open was likely due to an open at the weld site of the eighth terminal end electrode. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.